Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and had high impedance issues as well. The high impedances were not clarified despite a request for further details. The lead was subsequently surgically abandoned and will not be returned. It was later reported that the physician had planned to keep this pacemaker implanted as there was 3.5 years of remaining longevity. However, after the new lead was implanted this device noted 0.5 years of remaining longevity. As a result, the physician elected to implant a new device. There was no programming changes made to the field representative's knowledge. No adverse patient effects were reported.

Manufacturer narrative:
The field representative was not present during the case and will try and retrieve the products for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. High power visual inspection of the header noted no irregularities. The device header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. The ventricle output was connected to a variable resistance box and the lead impedance test function was evaluated at different resistance values. All measurements were within the tolerance of the circuit. Review of the device memory noted that none of the sensors were on in this device. The last lead impedance test was performed on the day of the event and also the day of explant. It noted an atrial output of 2.5 volts and 0.50 millisecond with a 500 ohm lead impedance and a ventricle output of 5.0 volts and 0.50 millisecond with a 460 ohm lead impedance. At the above parameters in ddd mode the device nominal longevity noted 4.6 years. The device had been implanted for 7.7 years and did not declare elective replacement time (ert) while implanted. It is unknown what the output parameters were at when 3.5 years remaining was noted by the customer on the date of the event. Calculations show that 3.5 years remaining would be noted if the ventricle amplitude was at 2.0 volts at the start of the follow up on the date of the event. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was found to meet specification.